Event description:
It was reported that the sponge in the minicap was dry. The care giver stated that the reported minicap was not used on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 5.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: 10/03/2014 - 10/09/2014. The device was received for evaluation. Visual inspection identified the presence of iodine on the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.